Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the bumper pad and along the case seal. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, the audio bolus button cover was found to be torn. The audio bolus button responded appropriately to button presses despite the cover damage. The returned battery cap was used to complete all testing.